Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, a batch review will not be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
This is a solicited report by a nurse from (B)(6) of sterile peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On an unreported date, it was believed the patient developed sterile peritonitis manifested as cloudy effluent. On an unreported date, the patient was hospitalized for the event. The peritoneal dialysis unit caring for the patient switched the batch of dianeal the patient was receiving while under their care, and the patient's cloudy effluent cleared. It was suggested that the patient also switch the batch of dianeal that he was using at home, which was reportedly a "10k batch number". Further information was requested, however, at the time of this report has not been received. The reporter did not provide an opinion of causality for the event of sterile peritonitis.